Event description:
It was reported that the patient's inflatable penile prosthesis would not fully inflate. The system was replaced with a 100ml reservoir, pump, and 18cmx12mm cylinders were implanted. The patient had no further complications. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.